Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11 a getinge field service engineer (fse) performed battery run test. Fse observed battery voltage drop to 22.4 volts @ 35 minutes into test. Batteries failed test at 114 minutes. Replaced batteries (d146-00-0039). Unit passed all functional and safety tests per factory specifications and returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery immediately runs out.